Event description:
During a remote follow-up, episodes of far r oversensing resulting in automatic mode switch was observed on the device. Device reprogramming is anticipated, however, no intervention was performed. The patient was stable with no consequences.